Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure of gastroplasty, the stapler did not fire. It was noted the surgeon was abl e to pressed the green button and was able to squeezed the handle. Replaced device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty surgery, while stapling the pouch, the stapler did not fire. It was noted the surgeon was able to pressed the green button and was able to squeezed the handle. Replaced device was used to complete the case. There was no patient injury.